Event description:
A facility reported that a patient was being repositioned by a pca, not an rn. When the pca pulled on the handles of the positioner, the patient rolled out of bed, over the guard rail, fell to the floor and broke their shoulder. Multiple requests have been made to obtain additional information, however no further details have been provided at the time of this report.